Manufacturer narrative:
The reported events of pacemaker found in back-up mode, no inductive telemetry, and no magnet response were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found above elective replacement end level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
The patient presented in clinic due to episodes of dizziness. Upon investigation, the device was found to be in backup vvi (bvvi) mode, was unable to be interrogated via inductive telemetry, and did not elicit a magnet response. The device was explanted and replaced to resolve the event. The cause of the bvvi was unknown. The patient was in stable condition.